Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report.

Event description:
As reported to coloplast but not verified, pt implanted with restorelle mesh on (B)(6) 2009. Later pt experienced urinary problems and recurrence, permanent bodily injuries, mental and physical pain.